Event description:
The report stated that a wire loop was found at the jaw of the device during a procedure. There was no patient injury. The incident device was returned and a visual inspection revealed that the jaw wire was bare.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.